Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was having low flow (0.6lpm). Four pads were connected to the patient with a water temperature of 28.3c. The event log revealed an alert 11 and an alert 113. The nurse confirmed she did not empty the pads prior to filling. Approximately 2 cups of water were drained from the chiller tank. The nurse tried emptying and disconnecting pads to check flow rate. With only the fluid delivery line connected, the flow rate was 1.6lpm, and the inlet pressure was -6.9psi. The pads were then reconnected with no improvement in flow rate. The pads were then swapped to a new set of pads that registered a 0.5lpm flow rate. At that time the therapy was discontinued on the arctic sun device and switched to a gaymar device.